Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation of the subject device by omsc confirmed following. There was no irregularity on the inside of the instrument channel and the suction channel. There was no irregularity on the instrument channel port, the cylinders and the distal end. Olympus representative visited the user facility to assess the reprocessing practice at the user facility and confirmed that no deviation from the instruction manual was observed. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the water channel of the subject device tested positive for gram-positive bacteria and bacillus (total 58 cfu). The subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The further additional investigation of the subject device by olympus medical systems corp. (Omsc) confirmed following. The adhesive of the bending section rubber was damaged. There were cracks and scratches on the bending section. Part of the nozzle adhesive was peeling off. There was a leak from the adhesive of the metal part of the distal end. It is unknown if the malfunctions that have been identified in the investigation relate to the subject event. The exact cause of the reported event could not be conclusively determined.